Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical devices: 5024m lead, implanted (B)(6) 1997. (B)(4).

Event description:
It was reported that the lead had low pacing impedance. The lead was reprogrammed to pace unipolar and remains in use. No patient complications have been reported as a result of this event.